Event description:
Upon investigation of a medfusion 4000 syringe infusion pump the pump exhibited travel coarse error check clutch / plunger lever. This might cause interruption of therapy if it were to recur. Additionally, it was reported that the device has clutch slip during occlusion test. There was unknown patient involvement, and unknown patient harm reported.

Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection the right corner in the front of uppercase is chipped. Upon functional testing motor derive and occlusion test failed where travel coarse error - check clutch/plunger lever was noted. Event history log was reviewed. The reported event was duplicated. The probable cause is worn out leadscrew and clutches.